Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, one (1) black and one (1) white particulate were observed on the inflow aspect of leaflet 1. During evaluation, the valve was rinsed two times using saline solution as instructed per IFU. The particulates moved slightly but remained attached to leaflet 1 post clinical rinse. The tricentrix holder remained attached to the valve. Suture holes were not observed on the sewing ring. X-ray demonstrated an intact wireform. The clinical report of particulate was confirmed. Additional evaluation of the particulate is underway and a supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
Fourier transform infrared spectroscopy (ftir) spectrum of black particulate showed similar absorption characteristics to cellulose-like material. Ftir spectrum of white particulate showed similar absorption characteristics to ptfe-like material. Based on the information received, the cause cannot be determined.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be submitted when evaluation is complete.

Event description:
It was reported form the customer that they went to implant a 33mm surgical valve and as they washed the valve it was noticed that there was particulate on the tissue that seemed to get worse as they washed it. Customer saved valve and open an additional 33mm and implanted it with no issue. The original valve that was opened never touched the patient.